Event description:
The pt reportedly experienced overly loud sensation followed by loss of lock. External equipment was exchanged and programming adjustments were made; however, this did not resolved the issue. Surgery to explant the pt's device will be scheduled.